Event description:
The physician attempted arteriotomy closure using the starclose device after an interventional procedure. Post deployment of the clip, the physician was unable to remove the device. The body of the device was broken to enable the physician to remove the remainder of the device from the patient. The vessel locator wings were open when the device was removed. Closure was achieved with compression.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.